Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corporation that prior to initiation of cardiopulmonary bypass, the sorin smart coated tubing fell off the capiox reservoir outlet port. The suer believed that the coating of the tubing made the connection slippery. No patient involvement as this occurred pre-bypass. The product was changed out. The surgery was completed successfully.